Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to medial subsidence of implant and loosening. The ps xlpe insert was removed. The primary operation was performed on 2016.

Manufacturer narrative:
It was reported that a revision surgery was performed due to medial subsidence of implant and loosening. The tibial baseplate and the ps xlpe insert were removed. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No relevant documents were received to fully evaluate the complaint, thus no further medical investigation is warranted for this case. Some potential causes could include but are not limited to traumatic injury, abnormal motion over time, poor bone ingrowth or patient medical history. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.